Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post cardiac ablation procedure using the pulseselect catheter, the patient returned for a routine follow-up. An electrocardiogram showed atrial tachycardia with suspected atrial flutter and st-t segment changes. A repeat electrocardiogram s howed consistent arrhythmia findings and the patient was then admitted to the hospital. Electrical cardioversion was performed and the sinus rhythm was successfully restored . A post-cardioversion electrocardiogram showed sinus bradycardia, first-degree atrioventr icular block, and prolonged qt interval.the patient maintained stable vital signs and was discharged on the same day. No further patient complications have been reported as a result of this event.